Event description:
Caller reported experiencing an error with their continuous glucose monitor (cgm), identified as error 42, on a g7 sensor. Tandem technical support assisted the caller by providing instructions for a full pump reset and guided them through the process. After resetting the pump, no further errors were reported. Caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged. There was no adverse impact to the customer's blood glucose level.